Event description:
Customer's wife went to (B)(6) to purchase a new meter for her husband. She purchased the relion prime because of the price. She took the meter home around noon. Her husband used the meter approximately 1 and half hours after eating. He stated he received a reading of 308 mg. He proceeded to take his fast acting insulin because the reading was over 200 mg. He took a second reading within 10 minutes and received 328. He stated he couldn't understand why his readings were increasing after taking insulin. He contacted customer service and spoke to a representative who walked him through another blood test. The results were 368 mg. Next, he decided to test using his nano meter which provided results of 84 and 86 back to back. He stated he started to feel shaky. To elevate his levels he drank some orange juice and ate a piece of candy. He used the nano to check his blood again and tested at 124 mg. He wanted to check if the prime would read differently than the previous results but it read 300 mg. Confirmed he is not receiving any oxygen therapy, he stores his supplies in his living room, he changes his lancets every time he tests. He uses alcohol to clean his fingers and allows them to dry thoroughly. He also seals the bottle cap tightly and immediately after removing a test strip.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.